Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388 lead, implanted: (B)(6) 2008; 5076-45 lead, implanted: (B)(6) 2008; 310f33 tissue valve, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that lia (lead integrity alert) triggered due to nsvt (non-sustained ventricular tachycardia) and sic (sensing integrity counter), with pacing inhibition and oversensing consistent with lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.